Event description:
During g3 surgery, the set screw could not reach the slit of lag screw. Thus, the surgeon changed the set screw to another screw, and the procedure was completed without problem.

Manufacturer narrative:
Additional information has been requested and if recieved, will be reported on a supplemental report.